Manufacturer narrative:
The device was received for analysis. Explant date is currently unknown. The lead under complaint was not returned for analysis. This report is thus based on the analysis of the ICD as well as the inspection of the quality documents associated with the manufacture of these devices. The manufacturing processes for the ICD and the lead were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. The ICD was interrogated, revealing the eos battery status, 121 charging cycles were recorded in the devices memory. The memory content of the device was inspected. During the analysis of the available iegms, noise was observed in the right ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery, as mentioned in the complaint description. Therefore, a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. The analysis of the shock holter data showed that more than 90 charging cycles were performed by the device within about an hour on october 17, 2023, between 21:19 h and 22:35 h. As a result of that fast successive charging the eos battery status had occurred. The eos status was removed with a technical programmer and subsequent interrogation revealed the mos2 battery status with a battery voltage of 2.99 v. The amount of charge taken from the battery was verified, revealing the mos2 battery status to be as expected. The battery was not depleted. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD was extensively analyzed. In the available iegms the occurrence of noise was observed in the right ventricular channel. This led to fast successive charging cycles that partially resulted in shock deliveries. The activation of the eos status resulted from that fast successive charging. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction. The battery was not depleted. Based on analysis, the integrity of the right ventricular lead may be compromised. However, for a root cause investigation an analysis of the lead itself would be required. Should the lead become available for analysis, this report will be updated.

Event description:
Device is at eos indication with unexpected battery behavior. Patient admitted to hospital due to multiple shocks. Tachy therapy was turned off. Device currently remains implanted. Should additional information be received, this file will be updated.